Event description:
Customer reported experiencing leakage when using the pump set. Leakage was reported to occur in the area of the cassette sleeve. The co's laboratory eval found to leakage to be located at the inlet valve. No pt injury was reported. No further info is available.